Manufacturer narrative:
The reliability analysis inspected two opened and or used sensors and performed visual inspection and found one out of the two sensor cannula to be broken. The broken part was on adhesive patch. Unable to confirm customer received sensor in said condition due to customer returning the sensors opened and or used. It was unable to confirm packaging anomaly complaint due to customer not returning sensors in original box.

Event description:
It was reported that the customer's sensors fell apart when they were opened. No further information provided.